Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer continued to use the existing cartridge or would reload the cartridge to address the issue. There was no reported adverse impact to the customer.